Event description:
A us distributor contacted zoll to report that a patient was experiencing some skin irritation. It was described as being red and raw above her bust area. There was no alleged device malfunction contributing to the irritation. Patient was prescribed benadryl by a physician. Follow up indicated that the area is better.